Event description:
Patient has poor bone quality. Removal of endosseous dental implant due to unsuccessful osseointegration. Bone grafting was performed.

Manufacturer narrative:
Patient has poor bone quality and doctor refused to provide the manufacturer the x-rays. Based on visual inspection result and DHR review result, the returned product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant systems. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as a surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.